Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The fse contacted the biomed tech and was informed that the unit was functioning well. According to the customer, the perfusionists noticed that the console was not properly engaged in the cart. The unit was put back as per the decision of the perfusionists. A supplemental report will be sent if additional information becomes available. H3 other text : not returned to manufacturer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical operation, the cardiosave intra-aortic balloon pump (iabp) had an intermittent issue with the ECG signal on the device . The staff replaced the ECG cable and subsequently replaced the entire device.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.